Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.